Event description:
The customer stated that the architect analyzer generated false positive troponin results on one patient. The results provided were: initial troponin = neg / second sample 3 hrs later troponin = 100 / 300 / 50 ng/ml; third sample 6 hrs later troponin was again negative. The customer stated the patient had taken dafalgan (acetaminophen). There was no additional patient information provided. There was no reported impact to patient management.

Manufacturer narrative:
The customer observed falsely elevated patient results, while using the architect stat troponin-I reagent. A review of customer complaints received to-date did not identify an increase in complaint activity. Accuracy testing was performed using a representative lot (46370un13), since the lot number in use was unknown. An internal troponin-I panel was tested with reagent lot 46370un13. The panel was within specification, which demonstrated that the assay can accurately detect a known concentration of troponin-I. A review of the specimen collection and preparation for analysis section of the architect stat troponin-I package insert provides information of how erroneous results may be caused. Additionally, the architect operations manual, section 10, provides troubleshooting information for problems with sample results. A deficiency was not identified and there is not enough information to reasonably suggest a malfunction since the issue is for a discreet sample. No further action is required at this time.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.